Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized the same day as event onset. Treatment for the event was reported as temporary hemodialysis. At the time of this report, the patient has recovered from the event. Two days after event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.